Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of remaining of the foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii colonovideoscope did not insufflate. The intended procedure was a diagnostic colonoscopy. There was no additional treatment required and the procedure was completed with another scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water nozzle was blocked and clear particles were found inside the nozzle. The report is being submitted due to blocked nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. Evaluation found bending rubber adhesive was worn, the bending angle did not meet specification (due to wear of the angle wire, bending angle in the up direction did not meet standard value), the bending section was heavy when angulated, the up/down and right/left angle knob had uneven rotation, play or noise, the objective lens was chipped, the light guide lens was chipped, the distal end insulation test failed (due to a chip on the cover), the air supply volume did not meet standard value, and the lock engagement lever was worn, and the up/down knob could not be locked securely. This event is under investigation. A supplemental report will be submitted upon receiving additional information.